Event description:
Service rep reported that during a pm the battery run time was 0 minutes. Batteries found deformed. There was no pt involved.

Manufacturer narrative:
Pump did not turn on. No communication between the main board and solenoid board. Performed research and found fault signal interruption. Carried out: cleaning contacts, replacement internal battery, diagnostic tests and functional testing. The device history record (DHR) for the iabp has been reviewed. There are no non-conformances noted in the DHR related to the reported event. Internal complaint #: (B)(4).